Event description:
It was reported that during insertion of the intra-aortic ballloon, difficulty was experienced passing it through the sheath. The intra-aortic balloon was removed and replaced without any complications.